Event description:
A nurse reported that an intraocular lens (iol) was removed due to the capsule broke. In a follow up, a nurse reported the capsule broke while rotating the iol. The lens was removed and replaced during the same surgical procedure with a monofocal lens. In the opinion of the surgeon, the lens did not cause or contribute to the event. The event was reported to have resolved following the iol exchange.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File information indicated that an approved cartridge and viscoelastic were used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2012. (B)(4).